Manufacturer narrative:
Correction a5a and a5b updated. Correction d4: expiration date updated. Correction h4: device mfg date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 15 minutes after the pump started, the fusion oxygenator began leaking blood. Initially, the leakage was minor in form of drop of blood, but it progressively worsened over time. The customer monitored the gas analysis throughout the surgery, which remained normal, so they decided not to replace the oxygenator. The surgery was completed successfully, and the patient was successfully weaned off the pump. The total pump time was approximately 110 minutes. There was no adverse patient effect associated with this event. Medtronic received additional information that the input was not changed although the device was used. There was no damage to the device, the packaging or other contents within the package (ex. Devices in a tray or custom pack) observed during unpacking, assembling or priming.the customer did not have a container to collect the dripping blood as they used a compress but the patient lost approximately 50¿80ml of blood. The customer does not know the exact amount of blood loss. A transfusion was not required. The arterial and venous flow rates and pressures were 3.40¿4.10min/ml and 140¿160mmhg respectively. A recirculation port was used for preparation and was utilized during the procedure. Large amounts of suction and venting were not used. There was no visible air in the tubing. The customer did not have a bubble detector. The purge line was closed and connected to the venous drainage tube.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the top and bottom of the fiber bundle. He device was cleaned using a renalin solution. Note: the customer has provided evidence of a fiber leak. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for return was visually confirmed by the blood staining on the top and bottom of the fiber bundle and the information provided by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.